Manufacturer narrative:
As of this report, the device and leads have not been returned. Should these products get returned, analysis would not be required due to the nature of the clinical observations.

Event description:
Boston scientific crm received information from this patient's spouse stating the patient passed away five months ago. She informed the patient had previously developed a bad infection and e coli, however this did not appear to be associated with the patient's death. The cause of death was not provided, however there were no allegations against the performance of the boston scientific crm products.